Event description:
Customer's husband reported the customer has experienced hypoglycemia in the 30-40 mg/dl range since switching to a new infusion device, and he believes the insulin delivery of the infusion device is too high. During one event, she attempted to treat hypoglycemia with glucose tablets but it was not successful. She felt funny and was not capable of self-treatment, and her husband provided coke with sugar. Her target blood glucose is 70-110 mg/dl. She switched to her backup infusion device using a new cartridge and infusion set, and her blood glucose returned to normal after a few days. The products were replaced, and the infusion device, cartridge, infusion set, and adapter were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.